Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow up and it was noted that the pulse generator exhibited fluctuating battery voltage and current drain trends. The device was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported battery depletion and current drain anomalies. It was noted that adhesive tape and damage were seen on the battery boot. The root cause of the anomalies could not be determined.